Manufacturer narrative:
The ventilator ws returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging ventilator inoperative condition occurred. There was no harm or injury reported.